Manufacturer narrative:
(B)(4).

Event description:
During a procedure, a previously capped lead due to externalization in 2010, was explanted. A portion of the lead remained in the patient following procedure. The lead was replaced and the patient is in stable condition following the procedure.

Manufacturer narrative:
Additional information: only the middle segment of the lead was returned for analysis. Two internal insulation abrasions breaching re cables lumen were noted on this piece. Re cables etfe coating was intact in these abrasion regions. Other damages found were consistent with those occurring at time of explant. Electrical test that could be performed didn¿t find discontinuities or shorts on any conduction paths.